Event description:
The customer reported via phone call that they experienced high blood glucose on (B)(6) 2022. The customer blood glucose level was 428 mg/dl which was treated with insulin injection. Current blood glucose level was 428 mg/dl. It was reported that the customer had compromised force sensor alarm that led to under delivery. Customer stated that they were using paradigm pump and got the insulin delivery stopped alarm. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting done. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.